Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was a non-functioning cap piercer 2-way valve. The fse replaced the 2-way valve to resolve the issue, no further instrument errors or leaks were observed. The instrument software version is 5.4. (B)(4).

Event description:
The customer stated the instrument generated "mc (module chemistry) probe obstruction" errors and reported a leak from the cap piercer on their unicel dxc 600i synchron access clinical system. The customer stated the leak was contained with fluid found on top of sample tube racks. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.